Manufacturer narrative:
The sn the customer provided at the time of the call (B)(4) was deemed invalid at the time the extended investigation was performed. Therefore sn has been updated to unk. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter was able to wake with button, but not strip insert. Data was unable to be extracted and black spots were observed on the lcd screen due to damage. After performing visual and physical inspection it was determined to be an issue with the meters central processing unit (cpu). Once cpu was replaced with a known good cpu the meter wakes to both button press and strip insertion. Therefore, this issue is confirmed to a faulty cpu. Additional information: d4 (serial number) has been updated based on returned product. All pertinent information available to abbott diabetes care has been submitted.